Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 30007963827-2020-00039.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 30007963827-2020-00039.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component size e catalog #: unknown lot #: unknown, unknown articular surface 8mm catalog #: unknown lot #: unknown, unknown patella 35mm catalog #: unknown lot #: unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0001822565-2019-04977, 0001822565-2019-04978, 0001822565-2019-04979, 0001822565-2019-05075. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experienced a blood clot from the surgery. Attempt for further information has been made, but no further information has been provided.